Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00x28mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the physician noted that the shaft of the stent was broken. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00x28mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the physician noted that the shaft of the stent was broken. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Event date updated from unknown to (B)(6) 2014. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 5th row & the 11th row from the distal edge were damaged and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube shaft was not broken at any location. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00x28mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the physician noted that the shaft of the stent was broken. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.